Event description:
An ICU patient with hypertension and renal failure generated positive axsym hcv results on (B)(6) 2012. The patient was undergoing dialysis and due to the positive hcv results was refused their next treatment. The patient was transferred to another facility on (B)(6) 2012. Architect anti-hcv testing was performed and negative results were generated. The patient received dialysis on (B)(6) 2012 at the second facility. Additional testing on (B)(6) 2012 using cobas and pcr were negative for hcv. The patient died on (B)(6) 2012. The cause of death was determined to be hypertension and renal failure. Multiple axsym hcv positive results from multiple samples were generated on the patient. The results ranged from 1.38 - 1.61 (s/co).

Manufacturer narrative:
Date received by MFR: corrected to be 07/12/2012. The patient sample was requested but has not been received to date. A retained kit of lot number 13396lf00 (same bulk material was used as for lot number 13396lf01) was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, a specificity panel of serum pool and plasma pool was tested. Specificity panel values met specifications and the results were in the typical range and no false reactive results were obtained. Review of population testing of 100 frozen plasma samples that check specificity for final lot release revealed no indications that the specificity of lot 13396lf01 might be adversely affected. Customer complaint data was reviewed and no adverse trends were identified. The axsym hcv version 3.0 reagent package insert was reviewed and was found to adequately address the issue. The customer was advised that all repeatedly reactive anti- hcv specimens should be investigated further in supplemental tests such as other hcv specific immunoassays and immunoblot assays or a combination thereof and/or nat tests. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3b44 that has a similar product distributed in the us, list number 5c36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.